Manufacturer narrative:
While the actual device involved in the incident was not returned for evaluation other devices with the same item code and lot number were returned making it possible for the manufacturer to complete an investigation of the complaint. A lot history review was performed which showed no nonconformities were observed during manufacturing or packaging. A review of the manufacturing environment showed the cleanroom and extrusion environment to be in compliance at the time of the device manufacture. Additionally vygon sent samples with the same item code and lot number to an outside laboratory for sterility testing. Of the six samples sent, none showed any growth of bacteria or fungi. Based on all this information vygon determined that the complaint could not be confirmed. No corrective action will be implemented at this time.

Event description:
Premature infant with PICC cultured positive for (B)(6).